Event description:
The dealer states that the patient alleges they were being pushed in the chair and they heard a pop. They looked later when they were folding the chair and noticed the pivot was broken.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.